Manufacturer narrative:
It was reported that the customer was able to repair the scope by flushing out the foreign; therefore, the device will not be returning to olympus for repair or device evaluation. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the users experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis lucera elite gastrointestinal videoscope was found clogged with foreign material in the air/water nozzle, resulting in insufficient water and air flow. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the customer successfully flushed out the foreign material by reverse pouring into the nozzle. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that gauze with lint was used for reprocessing, the lint entered the air/water channel and clogged in the nozzle. The following is included in the instructions for use (IFU) and may help detect or prevent the event: "inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "All cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle "thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." Olympus will continue to monitor field performance for this device.